Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the sub-water supply channel, but it was not possible to identify the foreign matter. Due to leakage from the scope cover, proper reprocessing may not have been possible and foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had insufficient angulation, flickering picture and picture errors. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet-tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegations of insufficient angulation, flickering pictures, and picture errors were confirmed. Also, the evaluation found the following: due to the wear of scope-cover packing, water tightness was lost. Due to damage on flexibility adjustment ring, the flexibility adjustment function did not work. The air-water cylinder had no color. The scope cylinder had no color. The scope cover had a scratch. The label on the scope connector was peeled. Due to a crack on bending section cover, the insulation resistance value at the distal end did not meet the standard value. Due to the wear of the angle wire, the play of the up-down/left-right knob was out of the standard value. The adhesive around the objective lens had a chip. The light guide lens had a crack. The adhesive on the bending section cover had a discolored area. Due to damage on charged-coupled device unit, a noise image occurs during angulation in up-down directions, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.